Event description:
The physician has stated today that during a procedure that required transeptal puncture they tried to use 2 eco catheters but non-of them worked and they finally proceeded the tx puncture only with fluoroscopy. No patient consequences was surgery delayed due to the reported event? Yes, if yes, number of minutes: 12, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True

Manufacturer narrative:
N/a